Event description:
It was reported the pt was implanted with an scs system on (B)(6) 2011, and the physician was trying to implant a second lead. The second lead was moving anteriorly during attempts to implant. It was reported the pt was moving during the procedure and complaining of pain during the attempts to place the second lead. The physician chose not to implant a second lead, and returned the lead to sjm. No further complications were reported.

Manufacturer narrative:
There is no alleged device failure to meet specification. The event cannot be confirmed through product analysis testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.